Event description:
It was reported that the pin of the hand piece was missing and the slid sleeve could not be mounted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the pin is missing and therefore the slid sleeve could not be mounted. This article was produced without the circumferential laser weld at the pin, causing the pin to come loose. This is a manufacturing fault which was not detected at the final inspection. We are not aware of further complaints with the same failure; therefore, this occurrence is classified as an isolated case.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event was added in error. The date of event was unknown.